Event description:
(B)(4). Slow progression of side effects almost immediately after insertion include: fatigue, bloating, painful ovulation, trigeminal neuralgia, low vitamin d, low estrogen and testosterone, constipation, weight gain, loss of libido, sever leg cramps, brain fog, night sweats, lower back and hip pain, unusual thyroid levels.